Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead had under-sensing as well as non-sustained right ventricular oversensing episodes triggered by premature ventricular contractions. No changes were made. The patient was stable.